Event description:
It was reported the patient presented remotely via merlin.net. Review of the transmission revealed the atrial lead exhibited rising capture thresholds and variable p-wave amplitude sensing. The atrial lead was capped and replaced on (B)(6) 2022. The patient was in stable condition before, during, and after the surgery.